Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable cardioverter defibrillator (ICD) 2010 (B)(6). (B)(4). The distal portion of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead was destructively analyzed. No anomalies could be attributed to the complaint at this time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. It was further reported that the right ventricular (rv) lead exhibited suddenly high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.